Event description:
Complainant alleged that the medics were treating a pt (age and gender unknown), with vital signs absent. The medics reported that the pt's heart rhythm was analyzed with the device in AED mode, but that during the analysis, the device gave four "shock advised" prompts to a non-shockable wide complex ventricular bradycardia heart rhythm. The pt was administered the four shocks. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.